Event description:
It was reported that an alert for back-up vvi was received via remote transmission. The device was explanted and replaced when a software download was unsuccessful. The patients condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. Upon receipt, the device was in backup mode. Further evaluation noted the bvvi was due to a reset. The cause of the reset could not be determined.